Event description:
It was reported that the patient's blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the patient's parent was unsure if the cannula was seated properly in the infusion site (leg). The patient's parent reported programming several correction boluses of insulin with no effect on the patient's blood glucose levels, it was reported that the patient developed ketones (value not provided). As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.